Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g362 was conducted. There were no non-conformances, deviations or equipment maintenance events that are related to this complaint. This lot met all release requirements. A review of kit lot g362 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a blood leak in the centrifuge chamber during the treatment procedure. The customer stated that approximately 531 mls of whole blood was processed at the time the leak occurred. Customer stated the treatment was aborted and the patient was stable. Customer stated that no alarms occurred and there was no damage to the centrifuge bowl or drive tube. The customer returned photographs and the kit for investigation.

Manufacturer narrative:
The complaint kit, smartcard and customer provided photographs were returned for investigation. The photographs provided by the customer show a line of dried blood around the centrifuge chamber at the level of the bowl holder. There are no other lines like it on the wall of the chamber. There is also some fine, blood-colored powder on the bottom of the chamber, the drip guard below the opening in the front of the chamber and the top of the pump deck below the centrifuge chamber door. No liquid blood can be seen in either of the photographs. Review of the smart card data confirmed that the treatment was aborted after 531 mls of whole blood had been processed and that no alarms occurred. The returned centrifuge bowl and drive tube were intact. An inspection of the surface of the bowl did not find any signs of a liquid leak, but there was dried blood on parts of the drive tube, on the upper overmold and close to the lower bearing and stop. The centrifuge bowl and drive tube component of the kit were pressurized and no leaks or loss of pressure was observed. The centrifuge bowl and drive tube were installed onto a test instrument for dynamic testing. The centrifuge was spun at 1000 rpm for 5 minutes, then raised to 2400 rpm for 20 minutes. The centrifuge bowl did not leak and the centrifuge leak sensor did not indicate any leaks during this dynamic testing. The centrifuge bowl weld gap was measured and determined to be within specification. The root cause of the blood leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). S.d.a. 03/21/2019.